Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C40242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015 patient underwent essure confirmation test. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the mental disorder outcome was unknown. The reporter considered genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, abnormal bleeding. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : previously reported event "injury to herself" updated to "pain", events- "abnormal bleeding, psych injury", lot number added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C40242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015 patient underwent essure confirmation test. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the mental disorder outcome was unknown. The reporter considered genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, abnormal bleeding discrepancy noted: date(s) of insertion: (B)(6) 2015, (B)(6) 2015 discrepancy noted: date(s) of removal: (B)(6) 2019 batch no c4024 production date 2014-04-02 expiration date 2017-04-30 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.